Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system connector for the back cabling of main drawer 6.5 and 6.6 was bent, which caused the cables to come loose and disconnect from the back of the unit. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6) hospital a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main mini drawers 6.5 and 6.6 flat cables were damaged. A field service engineer (fse) replaced flat flex cables for both mini drawers to resolve the issue. The system functioned as intended after the field service engineer repaired the device.